Event description:
It was reported that a patient presented with oversensing noise on the atrial lead resulting in symptoms of dizziness. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.